Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported tips were not working on the vessel sealer extend instrument. Although the procedure outcome is unknown, there is currently no information provided to suggest that the device issue rendered the system unavailable/non-functional or that the issue resulted with the case being aborted/converted. Additionally, there was no reported patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the customer did not have any additional information about the complaint.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a dislodged washer at the grip ring. The washer is loosely placed and moving freely. The grip ring moves freely up and down grip the grip drive adapter. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests but failed initialization test. The initialization test was bypassed and the jaws opened but did not close. Root cause is not established additional observation(s) related to customer reported complaint: the instrument was found to have failed during initialization during in-house testing. The instrument was placed on an in-house system and passed engagement but failed initialization test on 3 out of 3 attempts. There were no dsp or msc logs to display this failure. The dislodged washer at the grip ring likely caused the grips to not close, leading to the instrument failing self-test/homing (initialization) and an exposed blade in most cases.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument is found to have a derailed grip cable at the proximal end. The cable is derailed from its original place. The derailed cable contributes to the grip ring moving up and down freely the grip drive adapter when wiggled. The root cause of loose grip cable is attributed to component failure. The probable root cause of dislodged washer at grip ring is attributed to the manufacturing process. The probable root cause of failed initialization test is attributed to the dislodged washer at the grip ring, which likely prevented the grips from closing properly.

Manufacturer narrative:
The instrument was transferred to the failure analysis engineering (fae) team. Fae confirmed initial findings. The instrument was found to have a dislodged retaining ring that goes on top of the grip ring. The dislodged retaining ring can cause the washer to get dislodged, leading to the jaws not closing failure observed. The root cause of this failure can be attributed to manufacturing. The new primary code will be updated to instrument retaining ring: dislodged. The grip cable was observed to be slightly derailed, but that is unlikely to contribute to the issue at hand. The code for derailed grip cable will be re-added as a secondary finding. The grip ring was also observed to be not dislodged, so the code for that will be removed. Fa codes will be modified to reflect these finding

Event description:
Refer to h11 for follow-up information.